Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that post-sensed t-wave oversensing episodes were observed on stored egms. The patient did not receive any therapy for the oversensing. Programming changes were made, and further testing was recommended.

Event description:
New information received indicated that additional t-wave oversensing episodes were observed. The patient was stable. No further information is available at this time.